Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Product returned with minimal information. Per note with product: "cap broke off medline." One, white, female luer adapter from a broken smartsite® valve received. No additional patient or event information provided.

Manufacturer narrative:
The customer¿s report of broken smartsite was confirmed. Visual inspection of the set noted that the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. No damages were observed on the female luer adapter. Functional testing was not performed due to the obvious damage. The root cause of the observed damage to smartsite component was identified to be lateral force exerted during disconnection of the smartsite valve from a mating component.